Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 result included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did identify an increase in complaints for lot 61272ud02; however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 61272ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 61272ud02.

Event description:
The customer observed falsely elevated architech free t4 result generated on the architect i2000sr processing module for a 29-year-old female patient. The sample was repeated and the results were lower. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l sid 91: initial result = >64.35 pmol/l, repeat results = 7.3 and 8.36 pmol/l there was no impact to patient management reported.